Manufacturer narrative:
Investigation: bd was not provided with photos or samples for catalog 300068 lot 1706504 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that the syringe s2 2ml 24ga 1in barrel broke during use while withdrawing the plunger, which was tight. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "discardit fragga needle having pain,barrel is breaking while withdrawing the plunger. Discardit fraga needle having heavy pain for the patient,customers are changing the product because of this pain issue,and the same syringe having tightness for plunger while withdrawing,and barrel is breaking".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 2ml 24ga 1in barrel broke during use while withdrawing the plunger, which was tight. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "discardit fragga needle having pain, barrel is breaking while withdrawing the pluncher. Discardit fraga needle having heavy pain for the patient, customers are changing the product because of this pain issue, and the same syringe having tightness for plunger while withdrawing, and barrel is breaking"